Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-08945, 2134265-2016-08946, and 2134265-2016-08948. (B)(4) clinical study. It was reported that angina and in-stent restenosis occurred. In (B)(6) 2011, the patient presented with stable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure was performed. The target lesion was an in-stent restenotic, bifurcated long lesion located in the proximal right coronary artery (rca) extending up to right posterior descending artery (r-pda) with 75% stenosis and was 40mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 4.00mm x 20mm, 3.00mm x 20mm, 2.50mm x 16mm, and 3.50mm x 20mm promus element drug-eluting stents. Following post dilation residual stenosis was 5%. On the same day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with chest discomfort with persistent breathlessness on exertion. Coronary angiography was performed and revealed rca with 90% in-stent restenosis with chronic total occlusion of previously placed study stents in the proximal, mid, bifurcation pda and posterior left ventricular (plv). Subsequently, the 90% in-stent restenosis with chronic total occlusion in rca was treated with drug eluting balloon. Post treatment, the residual stenosis was 0%. Additionally, the left anterior descending (lad) artery was also treated with the placement of two 3.0 x 25mm stent at the time of event. On the same day, the event was considered to be resolved without residual effects.